Manufacturer narrative:
Device evaluation summary: the device was visually inspected and a crease was found in the anterior and extending to the posterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device. An investigation of the returned device was performed, and mentor could not uncover a device failure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture concomitant products: mentor memorygel breast implant 250cc, catalog number 3502501bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a mentor memorygel breast implant 250cc and suspected rupture on the right side. As a result, the patient underwent removal on (B)(6) 2019. During explantation, the device was found to be intact. This report contains supplemental information for mentor psr reference number (B)(4).